Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-04638. (B)(6) clinical study. It was reported that chest pain, myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as mi. Prior to procedure the patient was noted to have elevated biomarkers indicative of ischemia and coronary angiography was performed. Target lesion #1 was located in the proximal left circumflex (lcx) artery with 90% stenosis, a length of 18mm and a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00 x 20mm study stent with 0% residual stenosis. Target lesion #2 was located in the ramus artery with 99% stenosis, a length of 10mm and a reference vessel diameter of 2.50mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.25 x 12mm study stent with 0% residual stenosis. The following day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient presented to the general practitioner with retrosternal chest pain. Four days later, cardiac enzymes were noted to be elevated, consistent with definition of spontaneous mi and the patient was hospitalized on the same day. An electrocardiogram (ECG) revealed left bundle branch block and coronary angiography was performed. The following day, the 99% stenosis of proximal lcx which was a de novo lesion was treated with placement of a 3.5 x 18mm non-bsc drug-eluting stent followed by post-dilatation with normal flow in the artery. The following day, the patient was discharged on dual antiplatelet therapy.